Event description:
It was reported that during a da vinci-assisted surgical procedure, a sureform 30 stapler instrument fired a white reload which did not fire as expected and resulted in staples missing from the staple line. A nurse who was present during this event reported that difficulties were experienced while loading the white reload into the stapler instrument and prior to being inserted into the patient. Although it was reported that staples were missing from the staple line, it was specified that there was no bleeding due to this event. The surgeon used a back-up instrument to continue the procedure. When asked if the surgeon continued the same staple line, stapled next to this white reload staple line, or took additional tissue, the nurse answered, "not applicable.". No images or videos were taken of this event. The procedure was completed with no reported injury.

Manufacturer narrative:
The sureform 30 white reload was received for failure analysis investigations. The reported event with the accessory could not be replicated nor confirmed. Upon visual inspection, the reload appeared to be unused and unfired. No physical damage was observed. The reload was fired successfully with an in-house instrument when placed on an in-house system. All staples deployed from the reload. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The sureform 30 stapler instrument used during this event was not received for investigations.